Event description:
It was reported that non sustained oversensing due to oversensing of myopotentials was observed. The oversensing was reproduced with coughing. The device was reprogrammed and no further oversensing has been seen. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.